Event description:
The implantable neurostimulators and extensions were returned to the manufacturer from a funeral home with no return paperwork. The funeral home was contacted. They did not have any information regarding the exact cause of death, but they did not feel the death was device related. She stated the care center removes the devices at the time of the pt's death in preparation for cremation. Additional information has been requested from the healthcare professional on record, a follow-up report will be sent if additional information becomes available. See manufacturer's report # 6000032-2009-01191 for pt's other device system.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; ins functionally ok. Final device analysis of the extension revealed no significant anomalies; extension ok, but cut thru (suspect explant damage).